Event description:
It was reported, the pt had not received effective stimulation since the implant of the lead, and had stopped using the scs system. F/u identified the pt did not want to use the system, and did not want to undergo another procedure to remove the system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.